Event description:
Dentist had been using a 3m dental anesthesia device on pts who stress over getting an injection. Dentist was having difficulty obtaining the leads for the 3m device, so they decided to go with the comfortron ii electronic dental anesthesia (eda) from electrosurgical resources inc. Dentist claims the device was not effective on pts. When used on pts they still felt pain. The manual provided by the company was a xerox copy. Dentist is trying to get money back from the comfortron.